Event description:
It was reported that the customer received a battery out limit alarm. The customer stated that they are unable to clear the alarm, due to the buttons on the insulin pump being unresponsive. Customer's blood glucose level at the time 4.8mmol/l. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be verified due to the unresponsive button. No display anomaly was noted. The insulin pump was received with a cracked case at a display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.